Manufacturer narrative:
An event regarding crack/fracture involving an acetabular reamer handle was reported. The event was confirmed. Method & results: -device evaluation and results: the device showed signs of use, wear, and damage, and was unremarkable. Further device evaluations were performed by the vendor, (B)(4). -medical records received and evaluation: no medical records were received for evaluation. -device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. -complaint history review indicated that there have been no previously reported similar events. Conclusions: the investigation by the supplier, (B)(4), concluded that the reported event was confirmed. The power adaptor tip has failed. Failure mode has evidence of torsional overload.

Event description:
Sales rep reports: "broke at the end where the drill is attached. Hospital uses system 6."

Event description:
Sales rep reports: "broke at the end where the drill is attached. Hospital uses system 6."

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.